Manufacturer narrative:
A specific root cause could not be determined. No reagent issue is evident.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer reported that they received an erroneous result for one patient sample tested for intact human chorionic gonadotropin plus the ss-subunit (hcg+ss). The sample initially resulted as 12 miu/ml and this value was reported outside of the laboratory. The initial result was questioned by the physician, so the primary tube and aliquot tube from the same sample were repeated on (B)(6) 2013. The primary tube repeat resulted as 1081 miu/ml and the aliquot tube repeat resulted as 1053 miu/ml. The customer believed the repeat result to be correct. The patient's fertility treatment was changed due to the erroneous result, but the customer could not provide any further details on the patient. No adverse events were alleged. The hcg+ss reagent lot number was 17326805 with an expiration date of 10/31/2014. The field service representative found no problem and could not reproduce the problem. He checked the system. The system was found to be operating within specifications. Performance tests were performed and all passed. The customer ran quality controls and all were good per the customer.